Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot number. Manufacturing location: synthes (B)(4). Date of manufacture: jan 26, 2017. Expiration date: jan 1, 2027. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report synthes europe reported an event in (B)(6) as follows: it was reported that during surgery the screw did not pass through the hole of the locking compression dynamic hip system plate (lcp dhs). A second sterile plate was used and the same screw was used again. The screw passed though the new plate correctly. The surgery was prolonged approximately 40 minutes due to the reported event. The second plate was used to complete the procedure. There was no patient harm and the outcome was correct. The surgery was successfully completed. Concomitant reported parts: 1x dhs screw (part 280.900s lot l241799). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the manufacturing documents of the dhs plate were reviewed and no complaint related issues were found. The visual inspection has shown that there are two strong deformations (compressed material) the flat surfaces in the dhs screw hole of the plate, these deformations are about 1 mm below the chamfer on the entry side of the dhs screw. These damages were clearly caused post-manufacturing and are the reason why it is not possible to move the plate onto the dhs screw. The dhs screw can be easily inserted into the plate from the opposite side till it stops at the damage and therefore a dimensional issue can be excluded. The shape of both deformations is analog with the shape at of the grooves at the dhs screw, this shows that the dhs screw was not correctly aligned with the plate during the insertion attempt, actually the screw was 90° displaced compared with the plate. This complaint is confirmed as it is not possible to move the plate over the screw as required, but no product related issue could be detected. The visible damages indicate a handling error. This complaint was clearly caused by the deformations at the plate, there is no indication that any issue at the dhs screw did contribute to this occurrence. No product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.